Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during a stent-assisted coil embolization, the lvis jr. Stent was successfully positioned at the intended location; however, during placement of coils in the aneurysm, the stent "disappeared." The stent was identified in the left vertebral artery (va), and it appeared deformed and folded. A 2nd lvis jr. Stent was positioned at the intended treatment site, ensuring blood flow, and no thrombus was observed. A 3rd stent (lvis blue) was implanted in the left va to secure the original stent to the artery wall and ensure blood flow. No thrombus has been observed to date. The physician stated that two (2) days after the procedure, the patient had a light stroke; but it is unknown if it was caused by the stent that remained in the va or not. There has been no consequent thrombus or occlusion of any blood vessel.